Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the end user had a 30 year old rolls wheelchair and that the seat upholstery was ripped out.